Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection several days after the implant of an implantable pulse generator (ipg) with an antibacterial absorbable envelope. The ipg system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.